Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred while the patient was connected during dwell three of peritoneal dialysis (pd) therapy. The reporter stated that a clamp was left opened on an unused supply line. The tsr assisted the patient care giver (cg) in clearing the alarm. The cg stated they would start the pd therapy over with all new supplies. No patient injury or medical intervention was indicated in association with this event. No additional information is available.